Event description:
Needle broke off inside arm of patient [medical device complication] case description: this spontaneous report, reported by a nurse, received from the united states and reported as "needle broke off inside arm of patient", concerns a male patient (age unknown) treated with novofine 8mm (30g) autocover from an unknown date for diabetes mellitus. No relevant medical history was reported. A nurse reported that in 2007, a man was in and out of the hospital for unknown reasons. During one of the hospitalizations, he was administered an injection with an innolet (type of insulin unknown) by the nurse using a novofine (30g) autocover needle. He was discharged home on an unknown date, after which he had complaints of arm pain. An x-ray was performed, and it confirmed that the patient had a needle inside his arm. He was scheduled for a minor surgery to remove the needle (date unknown). No further information was provided at the time of the report. The device is not available for testing. The overall outcome was reported as "unknown". Reporter's causality: unknown. Novo nordisk's causality: reportable.